Event description:
The rptr said he thought he had rec'd an er1, but was not sure. His concern was that his meter test results were lower than his usual blood sugar of approx 200 mg/dl. (He related ten readings from his meter memory for 9/3/98 ranging from 53 to 81, with one er3.) The lifescan rep reviewed test strip storage and testing technique, but could not detect a reason for low readings. Meter replaced, with new strips and control solution.